Manufacturer narrative:
(B)(4). The lot was manufactured november 12, 2015 ¿ november 14, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph showed a pool of liquid located inside the pouch that contained the device, indicating leakage. The location of the leak could not be determined from the photograph. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the overpouch. The device was filled with flucloxacillin. There was no patient involvement. No additional information is available.